Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow up, it was determined that the device experienced a measurement lock-up. The device was reprogrammed back to previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The analyst noted that false elective replacement indicator (eri) was triggered on (B)(4) 2014 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.